Event description:
Reporter indicated that vns pt has been experiencing persistent hoarseness since implant surgery. Stimulation had not yet been initiated at the time of the initial report. Ent confirmed vocal cord paralysis and referred the pt to a speech therapist who indicated that the pt's vocal cords were not moving like they should be. Further follow-up revealed that the pt's vocal cords are showing return of function. Stimulation has since been initiated.